Event description:
It was reported the client contacted sales representative asking for inservicing of protocols of product on how to flush, which lumens to cap off when not in use & to make sure they are following all proper procedures. Since induction of product in january, hospital has increased instances of clotting & thrombosis. Recently they had a patient that expired from multiple complications. An autopsy was never performed, so they do not know cause of death. As a result, product's instructions for use we shared with hospital & reviewed continuous keep vein open (kvo) in distal lumen protocol. In addition, customer has several complaints about dressing the catheter. On 07/09/08, sales representative received updated information. The catheter was inserted on approx two months earlier by anesthesia & removed on the next day by cardio vascular intensive care unit registered nurse. Patient had history of cerebral vascular accident, non insulin dependent dialysis mellitus, stents, chronic obstructive pulmonary disease (copd)/asthma. Nitroglycerine, levophed immediately postop. Had cardioversion x 5 postoperatively. Right upper arm peripherally inserted central catheter (PICC) line was placed by interventional radiologist on eight days later. Left internal jugular hemodialysis catheter was placed one month prior to event date and replaced four days later. Sample will not be returned for evaluation.